Manufacturer narrative:
(B)(4). The device was received and evaluated. The reported condition of burnt smell was confirmed and duplicated. Visual inspection found no physical damage but with prevalent burnt smell. The device did not power up. The cause for the reported problem was burnt power inlet module. The power inlet module and the 5a fuses were replaced. The device was serviced and returned to the loaner pool in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) woke up and smelled something hot coming from the homechoice (hc) machine. The power on the hc was cycled and it would not turn back on. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.